Manufacturer narrative:
A product investigation is in progress.

Event description:
Fevers [pyrexia]: infection- vagina [vaginal infection]; tip of tampon broke off, and grew to cervix [foreign body in reproductive tract]; spotting vagina [vaginal haemorrhage]; odor when tampon taken out-vagina [vaginal odour]; tip of tampon broke off [device breakage]. Case description: consumer called stating her doctor had found that the tip of the tampon had broken off and grew to her cervix. No serious injury was reported.

Manufacturer narrative:
14-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Fevers [pyrexia] infection- vagina [vaginal infection] tip of tampon broke off and grew to cervix [foreign body in reproductive tract] spotting vagina [vaginal haemorrhage] odor when tampon taken out-vagina [vaginal odour] tip of tampon broke off [device breakage] consumer called stating her doctor had found that the tip of the tampon had broken off and grew to her cervix. No serious injury was reported.